Manufacturer narrative:
The device was received, and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to intermittent keypad function. Service evaluation verified the intermittent keypad function. The cause was identified to be a input/output processor board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, evaluation experienced intermittent keypad function. There was no patient involvement. No additional information is available.